Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Intuitive surgical, inc. (Isi) received user facility report stating: wire sticking out of device while being used.

Manufacturer narrative:
Correction: related report number 1 (h10) was updated to (B)(4).

Event description:
Refer to h11 for follow-up information.